Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer was hospitalized due to high blood glucose on unknown date with unknown blood glucose level. The customer reported that they made take it off while in the hospital. Customer was reported that insulin pump was on auto mode at the time of incident. The device will not be returned for analysis.